Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, cystocele, urinary incontinence and rectocele. It was also reported that patient underwent hysterectomy on (B)(6) /2007. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent excision of ulcerated eroded mesh due to recurrent sui and small mesh erosion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted; and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.